Event description:
While the field service engineer (fse) was at the customer's site working on an unrelated issue, the customer reported that hemoglobin (hgb) backgrounds were out of specification on a unicel dxh 800 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer found that the hemoglobin (hgb) background had been out of specification prior to service. The fse found that the hgb chamber was cloudy, causing the failure. The fse replaced the hgb chamber and adjusted the lamp to 0.6v (volts) and the instrument passed daily checks without error. The repairs were verified per established service procedures. (B)(4).